Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 600 mg/dl and the sensor glucose was 379 mg/dl. Insulin delivery was suspended due to sensor glucose values. Customer stated difference between blood glucose value and sensor glucose value was 221 mg/dl. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis and sensor will be returned for analysis .